Event description:
During preventative maintenance of the device, the user reported a local freezer company agent injected refrigerant into the compressor prior to removing the nitrogen inside. The user reported the compressor failed to make ice. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.